Manufacturer narrative:
Reference number: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-02940. The investigation is ongoing.

Event description:
As reported, a 23mm sapien 3 ultra valve was implanted in the aortic position via a transfemoral approach. During the procedure, resistance was encountered while inserting the commander delivery system through the esheath. Upon exiting the esheath tip, the valve was noted to be damaged due to narrowed vessels. The delivery system was then retracted into the esheath, during which the esheath tip was torn. A second valve was smoothly advanced through the esheath and successfully implanted. The patient was discharged. Engineering evaluation of the provided image revealed a torn sheath liner and observed liner strands.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: calcification and tortuosity presence in the access vessels. Crimped valve exited the esheath distal tip. Liner torn and liner strand observed in the sheath shaft after withdrawal. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaints were confirmed based on the evaluation of provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as provided imagery shows that there was calcification and tortuosity presence in the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Available information also suggests procedural factors (altered crimp profile and device manipulation) likely contributed to the event as per imagery evaluation there was presence of calcification and tortuosity in access vessels and resistance was noted when advancing the valve and commander through the esheath. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). The complaint for distal tip split was unable to be confirmed due to unavailability of device or applicable imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per evaluation of provide imagery, patient presented calcification and tortuosity at the access vessels. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Additionally, tortuosity can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and potentially leading to the split. Additionally, intraprocedural imagery show that valve presented a bent strut outwards at the inflow side after it exited the esheath tip. Therefore, it is possible that the altered valve profile (bent strut) interacted with the sheath tip when attempting to retrieve the valve into the esheath, damaging the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.